Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08034. It was reported that balloon removal difficulties were encountered. The target lesion was located in ostial anterior interventricular (iva) artery. A 3.50x16mm synergy¿ drug-eluting stent was advanced to treat the lesion. The balloon was inflated twice at 18 atmospheres for 60 seconds and the stent was then deployed near the ostium of a previously implanted stent. The balloon deflated but formed a "corolla" at both ends of the balloon and the balloon was unable to be removed. The physician used a 2.00 balloon catheter to catch the stent delivery system (sds) shaft in the guide catheter. The sds and guide catheter were removed from the patient's body together. A 3.00 x 24 synergy¿ drug-eluting sds was advanced to treat the lesion and the stent was deployed at 18 atmospheres. The balloon was then deflated but it also formed a "corolla" at both ends and had removal difficulties. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Stent delivery system (sds) was returned for analysis. A 0.71¿¿ guide catheter was returned with the device. The stent was deployed in the patient and therefore not returned for analysis. The balloon was reviewed and damage and bunching was noted on the distal end. It was also noted that the balloon was creased and folded in on itself. A tactile examination of the balloon was performed and slight pressure was felt inside the balloon body indicating the balloon was not fully deflated. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found damage to the inner polymer extrusion 2.5cm distal from the bi-component bond. The top section of the port weld was torn and the midshaft extrusion proximal to the port weld was severely twisted. It was not possible to insert a 0.014¿¿ guidewire into the device to deflate the balloon because of the severe damage to the port weld and midshaft. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause has been determined to be use/user error as the direction for use states: ¿¿balloon pressures should be monitored during inflation. Do not exceed the rated burst pressure as indicated on the product label. Use of pressures higher than specified on the product label may result in a ruptured balloon or shaft. This may result in potential intimal damage, dissection or vessel rupture.¿¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08034. It was reported that balloon removal difficulties were encountered. The target lesion was located in ostial anterior interventricular (iva) artery. A 3.50x16mm synergy¿ drug-eluting stent was advanced to treat the lesion. The balloon was inflated twice at 18 atmospheres for 60 seconds and the stent was then deployed near the ostium of a previously implanted stent. The balloon deflated but formed a "corolla" at both ends of the balloon and the balloon was unable to be removed. The physician used a 2.00 balloon catheter to catch the stent delivery system (sds) shaft in the guide catheter. The sds and guide catheter were removed from the patient's body together. A 3.00 x 24 synergy¿ drug-eluting sds was advanced to treat the lesion and the stent was deployed at 18 atmospheres. The balloon was then deflated but it also formed a "corolla" at both ends and had removal difficulties. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08034. It was reported that balloon removal difficulties were encountered. The target lesion was located in ostial anterior interventricular (iva) artery. A 3.50x16mm synergy¿ drug-eluting stent was advanced to treat the lesion. The balloon was inflated twice at 18 atmospheres for 60 seconds and the stent was then deployed near the ostium of a previously implanted stent. The balloon deflated but formed a "corolla" at both ends of the balloon and the balloon was unable to be removed. The physician used a 2.00 balloon catheter to catch the stent delivery system (sds) shaft in the guide catheter. The sds and guide catheter were removed from the patient's body together. A 3.00 x 24 synergy¿ drug-eluting sds was advanced to treat the lesion and the stent was deployed at 18 atmospheres. The balloon was then deflated but it also formed a "corolla" at both ends and had removal difficulties. The procedure was completed. No patient complications were reported.